Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, gore recommends the gore® tri-lobe balloon catheter for use with the gore® tag® conformable thoracic stent graft. Data is not available for use of other balloon catheters with the gore® tag® conformable thoracic stent graft.

Event description:
Following was reported to gore. On (B)(6) 2020, a patient underwent endovascular treatment of a type iiib fabric endoleak of a non-gore endovascular graft using gore® tag® conformable thoracic stent graft with active control system (ctag). A tgm343420j was placed inside the zenith stent graft. A medtronic touch up balloon was used, and the distal side of the ctag was pushed up slightly. It is unknown if forward pressure was applied during the ballooning. No endoleak was observed, and the procedure was completed. On (B)(6) 2020, a follow up angio CT image revealed a distal type I endoleak. On (B)(6) 2020, an additional non-gore stent graft was placed, and the endoleak was resolved. The patient tolerated the procedure. The measurement of the distal aortic neck length is unknown, however the clinical sales associate reported that the neck length of the distal side was not enough, and appeared to be short.